Event description:
Initial results for a pt calcium and bicarbonate were 4.5 mg/dl and 7 mmol/l respectively. When repeated, the results were 9.6 and 22. The incorrect results were not used to guide therapy. The field service rep found a hole in the rinse nozzle tubing and repaired the instrument by replacing the tube.